Manufacturer narrative:
The reported event of a broken device header was confirmed. The device was returned with header detached from the device. Visual inspection revealed tool marks on the device and header, and this is consistent with explant damage. Further analysis on session records indicated that device had normal battery depletion and had reached eol level. Total projected longevity was 2.0 years and device was implanted for 2.03 years, which exceeded projected longevity and is considered normal eol.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a expected explant procedure, the header separated from the device can. The device was successfully explanted and the patient was in stable condition.